Manufacturer narrative:
On (B)(6) 2020, mentor became aware that unintentionally missed reporting that patient reported that her implants caused her illness and she has been sick for years, pain, and yeast infection. Therefore, pc generalize illness added to the patient code. This report is for the right side. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: ptosis. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient underwent an breast augmentation revision with mentor smooth round moderate profile 325cc on the left side, and unknown on the right side, saline breast implants which the left side deflated, and bilateral issue with ptosis after implantation. As a result patient had bilateral mastopexy and bilateral removal of implants on (B)(6) 2019. This report is for the right side.